Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electronic component problem; open circuit; power source problem; signal loss. Electromagnetic compatibility problems like: leakage/seal; stress; deformation; mechanical shock; wear and tear. Optical problems like: optical transmission problem; light source problem. Thermal problems like overheating. These causes can occur between components such as electrical cable; circuit board; plug; screen; display; electrical lead/wire; connector/coupler; lenses; tip; tube; chassis/frame; electrode; integrated circuit chip; discrete electrical component; optical fiber; imager; software interface; probe; light source; adhesive; connector pin; and power supply without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had an image that was not clear. The issue was found during set up of the device. There were no reports of patient harm.